Event description:
Caller reported an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and successfully guided the caller through the process, after which the caller managed to start their sensor session without further issues.